Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with cephalosporins (doses, frequencies, and routes of administrations was not reported) as an anti-inflammatory therapy for peritonitis. At the time of report, the patient had recovered from peritonitis. On an unreported date, the pd therapy was discontinued during treatment. No additional information is available.